Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. It is reasonable to conclude that the femoral, tibial tray components would not have caused or contributed to the needed revision as the surgeon elected not to revise them. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of the right total knee to address pain/stiffness. Date of implantation: (B)(6) 2016; date of revision: (B)(6) 2019. (Right knee). Treatment: tibial insert and patella revised.